Event description:
Cardioseal septal occluder implant procedure initiated as standard procedure. However, as the deployment stage implant could not be released from the guiding catheter. After several attempts to deploy it, the implant crossed into the left atrium and then to the aorta (11:51am). At that time a vascular surgeon and a vascular radiologist called for consultation. They suggested to remove the dislodged implant surgically. The cardiologist could pull the implant to the iliac artery and secured there until patient was taken to the operating room (12:39 pm). Patient transferred to the or (13:00pm) and the implant removed successfully. Patient is admitted to the cardiac intensive care unit for the rest of the treatment.